Event description:
A (B)(6) female pt's nurse called zoll customer support to report that the pt's charger was burnt at the battery connector. The pt was issued a replacement battery charger and battery pack.

Manufacturer narrative:
Device eval of battery charger sn (B)(4) has been completed. The reported problem (battery connector is burnt) has been confirmed. Upon investigation the charger was unable to charge any batteries. The cause for the failure was isolated to a contaminated pca board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval the battery pack was unable to power up the monitor. The cause for the inability to power up a monitor was a damaged pca. The battery pack's pca was damaged when it was inserted into the contaminated charger. No adverse event resulted from the contaminated pca board. The pt received a replacement battery charger. Manufacture date: sn (B)(4): 04/2011 and sn (B)(4): 03/2009.